Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional manufacturer narrative: updated sections b5, d4 (expiration date), and h4. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards received notification that before implantation, a 23mm edwards valve was noted to be contaminated by extraneous matter. As reported, the physician just mentioned some foreign matter like floccule on the leaflet. Then the nurse rinsed the valve according to IFU. The doctor can't confirm all the particulates were removed. The valve was implanted in the patient, who was noted to be ok after implant.

Manufacturer narrative:
Complaint was confirmed. Labeling/IFU are adequate. Trend is in control. Based on the investigation results, a manufacturing deficiency was not identified. In conclusion, the origin of the multiple fiber-like particulates on the inflow surfaces of all three leaflets could not be conclusively determined. It is possible that the particulate contacted the valve after it was taken out of its packaging by the customer. There is no evidence of an actual or potential product non-conformance. CAPA and pra are not required.

Manufacturer narrative:
The device was not returned to edwards for evaluation. It is standard of care and prescribed in the IFU that valves and patches undergo a series of extensive rinses during the preparation phase prior to implant in the patient. This rinse process is required as the valves and patches are stored in glutaraldehyde. Accessories are also typically rinsed prior to use. It is possible, during this standard / mandatory device preparation, fibers or particulate may be observed. There are inherent tissue fibers on the ¿rough¿ surface of the pericardial tissue that at times can be difficult to distinguish from particulate. The rinse process should remove all particulate. As a result, small amounts of particulate are highly unlikely to enter the patient and cause injury. There are cases, however, where the particulate can be partially embedded in or attached to the leaflet or valve. In this case, it is unknown if the particles was removed after rinsing and if the valve was implanted without consequences. A definitive root cause could not be determined at this time. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that before implantation a 23mm edwards valve was noted to be contaminated by extraneous matter. As reported, the physician mentioned some foreign matter like floccule on the leaflet, then the nurse rinsed the valve according to IFU. The valve was implanted in the patient.